Manufacturer narrative:
Beckman coulter (bec) call center personnel guided the customer to add bleach to both baths and then to drain them to clear anything clogged in the tubing. After performing the cleaning procedure, the customer reported no further problem with baths overflowing. Beckman service was not dispatched for this event. Failure mode was that the drain tubing for the rbc and wbc baths was clogged. (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that red blood cell (rbc) and white blood cell (wbc) baths were overflowing in the coulter ac *t diff 2 analyzer causing a leak under the baths. The customer indicated that the spill in total was about 2 spoons full of clear liquid. The operator did not notice the baths were overflowing when they primed both baths. The customer stated there is a risk management/exposure plan in place at the facility. The customer was wearing gloves when they found the leak. Per customer, there was no biohazard exposure to anyone, and there was no contact to open or broken skin or mucous membranes such as the eyes, nose or mouth. No erroneous results were generated in connection to the reported event, and there was no effect to patient treatment.